Event description:
It was reported that during an unknown procedure the device could not fire at the first stroke of sixth firing. Changed another device to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged pawl pin, damaged release button post, damaged shrouds. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lobe of the lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White and green before the event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Along the existing staple line. Were any unexpected noises heard? If so, when? Yes. Crunch when 2nd stroke. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that one device was returned with the firing mechanism damaged and without reload present. The shrouds were noted to be slightly separated. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. Additionally, one release button post was broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.